Event description:
It is reported that the impactor tip fractured off.

Manufacturer narrative:
Eval: as returned, the peg has fractured at its base. A change to the material spec of this device was made in 2008 in order to reduce the occurrence of this type of failure. The device has a potential field age of approx 30 months. Device history records indicate all components were mfg and inspected to spec.